Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer is unable to calibrate the axsym rubella igg reagent using different lot numbers of the reagent with the calibrators. Error code 1018 (calibrator a rates too high) was generated. There was no impact to pt mgmt reported.